Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and was not using the insulin pump at the time. Customer stated he went to have magnetic resonance imaging done and had taken of the insulin pump, he was not able to get back onto the pump and ended up in the emergency room. Nothing further reported.